Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm, ramping numbers on their own or scrolling bar moving anomaly noted. The device passed the prime, the excessive no delivery and displacement tests. No excessive no delivery alarm noted. It was also received with cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and no delivery alarm. The customer stated that the numbers were ramping during a bolus attempt. The blood glucose at the time of the incident was 279 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.